Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had a malfunctioned and customer experienced high blood glucose. The customer stated the insulin pump alarmed no delivery during basal and bolus. The customer's blood glucose was 400mg/dl. The customer was advised to change set and monitor device.